Manufacturer narrative:
Date of event is estimated. The event information related to this incident has been reviewed and no product investigation can be performed. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient had an ipg explant for an unknown reason. The explant date is unknown. No additional information was provided.